Event description:
During investigation of a pump returned for repair due to log readings that indicated a minor pump problem that was not verified (vr coupler issue), the logs underwent an additional review. After additional review showed that [the pump] was giving hardware failure for av sticky valve and av assembly, software anomaly cam movement failure, and tubing set error. The av motor control logic can result in cam oscillations around the target position (and move limit retry faults) which has resulted in false-positive pump problem alarms in the manufacturing line and in the field. This issue was resolved in a sw update to version 5.9.1 on recall# z-1484-2024. Additional findings for this unit: final acceptance test was conducted and pump was able to pass with no faults or alarms during test. The pump was opened, and an internal investigation was performed and found the fva valve pins to have traces of foreign material on the moving surfaces and cleaned off with 70% alcohol. It is believed that the extra extensive cleaning during decontamination was able to free up the fva pins so that the pump was able to function properly during testing. Pneumatic plate was sitting on top of ipc tubing but didn't pinch the tubing. It is believed the plate sitting on the tubing may have caused intermitted failure of tubing set error since it isn't consistent within the log files.